Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alert while the user was wearing an inset infusion set (23 inch tubing, 6 mm cannula), and the user did not observe visible issues at the site or tubing. Symptoms included no reported changes in blood glucose. Outcomes included resolution of the alert after the user changed the infusion set and supplies, with continued use and no medical intervention. Investigation included remote troubleshooting and user education to replace the infusion set and related consumables. Investigation of this case revealed an occlusion condition detected by the pump that was resolved by supply replacement, consistent with pressure resistance in the infusion set pathway. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set or tubing obstruction that cleared with component replacement.